Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1,000 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, the customer was released from the ICU on (B)(6) 2025 with the issue resolved. Reportedly, the customer sustained permanent kidney damage and a mild heart attack. System check with tandem technical support confirmed the pump was functioning as intended. Tandem technical support educated the customer on best battery practices and charging the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."